Event description:
It was reported via trial that on (B)(6) 2010, the pt experienced angina and was found to have 70% in-stent restenosis of a non-abbott stent in the distal left anterior descending (lad) artery. The lesion was direct stented with a 2.5 x 12 mm xience stent proximal and overlapping to the non-abbott stent. On (B)(6) 2010, the pt experienced atypical chest pain and was hospitalized. Per angiogram, all stents were widely patent except for some 'trivial' in-stent restenosis in the mid-distal lad. The pt received medical treatment only and on (B)(6) 2010, the event resolved. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). Eval summary: the reported angina and re-stenosis are listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. It was reported that the xience v stent was implanted to treat restenosis and no pre-dilatation was performed. The IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm" as well as safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. Additionally, the IFU also states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. It cannot be determined if treating the re-stenosed lesion and direct stenting (no pre-dilatation) contributed to the reported pt effects. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling and the treatments appear to be related to the operational context of the procedure.